Manufacturer narrative:
It was reported that the head section allegedly won't lock in place. A stryker field service technician (sfst) arrived at the customer site and waited for the table to be available. Once the table was available, the sfst attached the head section and found that the head section will move up and down when weight is applied. The sfst also inspected the locking mechanism below the head section and found no issue present. The investigation is ongoing and a supplemental will be submitted upon completion. There was no patient involvement, injury or adverse consequence reported.

Event description:
It was reported that the head section allegedly won't lock in place. There was no patient involvement, injury or adverse consequence reported.

Manufacturer narrative:
A CAPA was initiated to further investigate the reported event of the reported unintended movement. Through investigation, the tables were found to meet design specifications. Within the CAPA there are multiple potential root causes which may have attributed to this complaint. As a result, each potential root cause was assessed and action have been taken to prevent future occurrences as related. Also through investigation, along with multiple consultations with physicians, it was determined that the risks involved with this event has a limited severity and a negligible occurrence of harm associated with it. No injuries have been reported as a result of unintended movement of the surgical table and it is unlikely that any injuries would result if this event were to reoccur.

Event description:
It was reported that the head section allegedly won't lock in place. There was no patient involvement, injury or adverse consequence reported.